Event description:
It was reported that device went into backup vvi when performing a firmware download. No rf antenna was being used, and the device was not close to any other device during their firmware download. The programmer was rebooted and the pacemaker attempted to be interrogated; the backup message came up upon initial interrogation.

Manufacturer narrative:
The reported event of backup operation was confirmed in the laboratory and was due to firmware reset from telemetry interruption. The device was tested on the bench. The cause of backup due to telemetry interruption is consistent with anomalies associated with device upgrade procedure and not device related.